Event description:
Customer reported receiving a reading of 4.2 mmol/l and took insulin based on the reading. A second reading was taken a few minutes later and they received a 9.1 mmol/l. Although a serious injury was not reported, the discrepancy in the two readings is not consistent with the action of taking insulin by the customer.